Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to an intermittent signal between the battery and main circuit board. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: pr 3095886

Event description:
It was reported to resmed that an astral device displayed a battery error message. There was no harm or serious injury reported as a result of the event.

Event description:
It was reported to resmed that an astral device displayed a battery error message. There was no harm or serious injury reported as a result of the event.

Manufacturer narrative:
The device was returned to resmed for an evaluation. The reported complaint was not reproduced. However, review of the device event history confirmed the reported complaint. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).